Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the issue occurred post-op and it was unknown why the device failed but it was possible it was from current from the bovie. As an action taken to resolve the issue, the manufacturer¿s representative was able to do a reset and the device was working properly. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient kept getting the ¿device not responding¿ message when trying to communicate with their ins on the day of implant. It was reviewed that communication may take a few attempts if there were bandages or swelling present. After pressing ¿try again¿ the patient received a message that said, ¿internal device has lost data. Please contact your clinician.¿ it was recommended that they follow up with their healthcare provider. There were no patient complications reported as a result of this event.